Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard femoral, unknown vanguard bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08721. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient may require a revision procedure due to joint imbalance, however, no revision has been reported to date.